Event description:
It was reported that after insertion of the iab, the tip of the balloon would not open and inflate. The iab was exchanged. There were no reported patient complications.

Event description:
It as reported that after insertion of the iab, the tip of the balloon would not open and inflate. The iab was exchanged. There were no reported patient complications.